Manufacturer narrative:
(B)(4). Follow up for device evaluation. One sample and one photo of a 10 ml luer lok tip syringe with a blunt plastic cannula were received for evaluation. Inspection identified an unknown blue tinged elastic foreign material within the syringes fluid path, and the photo provided confirmed the same condition. This finding is non conforming to product specifications, and the potential root cause of the foreign matter in fluid path defect is associated with the assembly process. A device history record review for material number 303348, lot 5169511, confirmed that all required in process and final inspections were completed with no quality notifications related to the reported condition. The lot met acceptance criteria, was approved for shipment, and complies with applicable product specifications.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/blunt plastic cann had foreign matter. The following information was provided by the initial reporter: material # 303348 lot # 5169511 verbatim: rcc received a complaint via community. Pir attached. When used to draw medication, black items will be in the medication syringe. ¿ product code: 303348 patient/hcp impact: wasting of medications.